Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line during automated peritoneal dialysis (apd) therapy. During troubleshooting, the caregiver stated that the patient had been disconnected from the setup without using proper disconnection procedures. The caregiver later wanted to resume using the setup for therapy but noticed air in the patient line. The caregiver attempted to remove air from the patient line by putting the homechoice into fill to push out the air bubbles, resulting in solution coming out of the top of the line as well. The caregiver then reconnected the patient for therapy. The technical service representative reviewed proper procedures with the caregiver. No additional information is available.